Manufacturer narrative:
(B)(4). Batch # u5dj10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The test reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a wedge resection procedure that while attempting to load a black cartridge into the device the reload would not snap in as it was too loose. A second reload was opened with the same outcome. A second stapler was used with the first two reloads to continue with the procedure. There were no adverse consequences for the patient.